Event description:
It was reported to gore that a pt underwent incisional ventral hernia repair with gore dualmesh plus biomaterial. Approx five years post operative, the device became infected and had to be removed. It appeared that a spiral tack eroded into the colon and infected the mesh.

Manufacturer narrative:
A review of the mfg and sterilization records verified that the lot met all pre-release specs and was sterilized per procedure. Based upon the available info a root cause cannot be determined. The potential for such events is included in the adverse reactions section of the product's instructions-for-use which state, "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Clinical factors such as, the placement of a polypropylene tissue prosthetic device four years after the placement of gore dualmesh plus biomaterial may have contributed to the event. All info has been made available for tracking and trending.